Event description:
A report was received that the patient was experiencing pain at the anchor site. The patient will undergo a revision procedure wherein the anchor will be removed.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the anchor site. The patient will undergo a revision procedure wherein the anchor will be removed.